Event description:
The novasure disposable device did not pass the novasure rf controller cavity assessment. A second novasure device was used instead to performed the endometrial ablation. Hologic provided a return shipping kit and tracking number for evaluation/inspection of the defective device.

Event description:
The novasure disposable device did not pass the novasure rf controller cavity assessment. A second novasure device was used instead to performed the endometrial ablation. Hologic provided a return shipping kit and tracking number for evaluation/inspection of the defective device.